Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B60764-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included helicobacter pylori infection, painful arm, fever, coughing, bronchitis, sore throat, gastroenteritis, uti, nausea, vomiting, diarrhea, abdominal pain, gastritis, cervical dysplasia, irregular menstruation, low back pain, blood in stool, heartburn, muscle pain, depression, anxiety, irritability and difficulty sleeping. Previously administered products included for an unreported indication: mirena, oral contraceptive and nexplanon. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea and abdominal pain lower had resolved and the migraine and headache was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: findings- uterus: the uterus anteverted and measures 7.0x4.1x5.3 cm in size. Linear appearing echogenic structures were visualized in the region if the bilateral fallopian tubes which are suggestive of essure coils , one on the right and one the left. Pelvic pain, migraine, headache. Most recent follow-up information incorporated above includes: on 3-may-2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in an adult female patient who had essure (batch no. B60764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included helicobacter pylori, painful l arm, fever, coughing, bronchitis, sore throat, gastroenteritis, uti, nausea, vomiting, diarrhea, abdominal pain, gastritis, cervical dysplasia, irregular menstruation, low back pain, blood in stool, heartburn, muscle pain, depression, anxiety, irritability and difficulty sleeping. Previously administered products included for an unreported indication: mirena, oral contraceptive and nexplanon. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, dysmenorrhoea and abdominal pain lower had resolved and the migraine and headache was resolving. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 38.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Ultrasound pelvis - on (B)(6) 2016: findings- uterus: the uterus anteverted and measures 7.0x4.1x5.3 cm in size. Linear appearing echogenic structures were visualized in the region if the bilateral fallopian tubes which are suggestive of essure coils , one on the right and one the left. Pelvic pain, migraine, headache. Most recent follow-up information incorporated above includes: on 26-apr-2019: pfs and mr received. Aka name added, reporter added, patient demographic updated, lot number added, events injury nos is replaced with pelvic pain, abnormal bleeding (vaginal, menorrhagia), dyspareunia, dysmenorrhea, abdominal pain lower, migraine, headache. Historical drug , medical history and lab data added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.